Manufacturer narrative:
One tactisys¿ quartz was received for investigation. The returned quartz was powered on and audible beep was observed to indicate a successful boot. Functional testing of the quartz verified no contact force. Inspection at the fiber optic port identified the root cause to be isolated to contamination. The lc/lc was temporarily replaced with a clean unit and functionality was restored as valid contact force was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The reported contact force issue and subsequent procedure delay was isolated to a dirty fiber optic port.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3005334138-2019-00619, 3005334138-2019-00620, 3005334138-2019-00621, 9680001-2019-00138. During the procedure, contact force was unable to be read and a clinically significant delay occurred. The tactisys would communicate with the dws but would not display contact force. Three different catheters were used with no resolution. The tactisys was connected to another precision system but contact force would still not display. The case study was validated, the rf cable was replaced, and the system was power-cycled with no resolution. All connections were properly seated. The precisionlink was restarted and powered on successfully and sensor enabled data was being transmitted properly. Another catheter was used with no resolution. A second tactisys and fifth catheter were used to complete the procedure successfully but the procedure was delayed an additional 2-3 hours. There were no adverse consequences to the patient due to the delay.